Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) would not power on. The ptc was then charged and later stated to contact the physician before use. There were no patient effects reported and the ptc will be returned for evaluation.

Manufacturer narrative:
The device was subjected to visual inspection and functional testing. The evaluation determined that the issue was due to a loss of power. Based on the results of the investigation, the reported event was confirmed. (B)(4).